Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to spec.

Event description:
Caller indicated the advance meter was reading high. At 7am, pt was found unconscious and paramedics were called. Advance read 112 when paramedics meter read 35. Pt had not drank/eaten anything before incident. She took 60 units of insulin before bed (normally takes 70 units). Paramedics gave her IV and juice. She was not taken to hospital.